Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt wasn't receiving effective stimulation coverage. The pt stated she had fallen several times and her stimulation had changed. X-rays were taken and will be reviewed at the pt's next appointment.